Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
Cmpl-(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6)2024, the patient experienced a skin reaction with infection, pain, and discomfort, at the needle puncture site. When the sensor was removed, there was a small infection under the skin. The parent tried to treat the infection by themselves with an alsol alcohol bandage, but as it became worst after a few days, the patient had a fever and the general condition was affected, the patient went to the emergency room on the 06/23/2024. At the emergency room drainage was performed for the abscess that had formed. At the hospital the testing from the infection under the skin showed bacteria streptococcus group a. After this the patient received a prescription for oral antibiotics, flucloxacillin. The patient was in the hospital for a total of 6 hours and was feeling already better one day after, and at the time of the report the patient was stable. No additional patient or event information is available.